Event description:
It was reported to st. Jude medical that the device was oversensing on the ventricle. The patient was reportedly outside walking when he received inappropriate therapies. The device oversensed t-waves post-sensed and also was intermittently oversensing what was thought to be atrial contraction on the atrial lead. The lead will reportedly be replaced as the physician suspects a lead failure is causing the sensing anomaly. The ICD was explanted due to the number of inappropriate high voltage therapies which caused low battery voltage.